Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility and to provide additional information based on the legal manufacturer's final investigation. Additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. There was no time lag between the end of clinical use and the start of precleaning. The customer wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Moreover, the device was cleaned, disinfected, and sterilized before being sent to olympus. Hence, a conclusive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - chapter 6: application and conditions of cleaning, disinfection, and sterilization. - chapter 7: cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report of blackout image was confirmed due to damage on electrical connector. In addition to the malfunction reported in section b5, the following findings were discovered; the play of up/down knob was out of the standard value due to wear of angle wire, adhesive on bending section cover had a chip, the control unit was sticky, and the up/down knob was sticky. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope image did not appear (hexagonal mask part was pitch black). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.